Manufacturer narrative:
The device history record confirms that the product was in specification when manufactured. The device is not yet available for root cause analysis. If additional relevant data becomes available, a follow up report will be submitted. This is considered reportable since the device malfunctioned and if the malfunction were to reoccur it could potentially be a serious injury event.

Event description:
It was reported that the electrode needle tip broke while in the patient's mouth during treatment. No patient injury was reported.